Event description:
During an initial implant procedure on (B)(6) 2023, it was noted that the right ventricular (rv) lead had poor sensing and no capture. Upon trying to reposition the lead, it was noted the cardiac chamber became perforated. This led to a drastic drop in the patient's blood pressure. The physician stopped the implant procedure to perform a needle aspiration to drain the resulting tamponade. The patient left in stable condition and is recovering.